Manufacturer narrative:
Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and spi screening test of the returned catheter. Visual analysis of the returned catheter revealed a reddish material inside and a hole on the pebax on the thermocool® smart touch® sf bi-directional navigation catheter. Shaft proximity interference (spi) screening test was performed in accordance with bwi procedures. The returned sample was connected to carto 3 system and the force values were observed within specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The customer reported force issue was unable to be duplicated during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. To minimize force issues, the following guidelines should be followed. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster inc.¿s (bwi) product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that the carto 3 system was displaying inaccurate high force readings and shaft proximity alerts. To troubleshoot, the cable was replaced without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence. The customer¿s reported high force readings is not an MDR reportable malfunction since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 19-nov-2021, the catheter was inspected by the bwi pal, and it was found with a reddish material and a hole in the pebax. This finding was reviewed and determined to be an MDR reportable malfunction since the integrity of the device has been compromised.